Event description:
It was reported the patient thought she may have ¿nerve damage¿ from the pump implant. It was noted the patient woke up from her implant procedure crying in pain and had constant pain in her left leg all the way down to her foot right after implant that she did not have prior. It was also reported the patient was given dilaudid after implant for the pain. The patient slept for two days after the implant procedure and woke up from that still having pain in her left leg. The other symptoms reported included swelling, numbness, and tingling in the left leg and "it feels like nerve damage¿. It was noted the patient¿s healthcare providers (hcps) told her "it can't be nerve damage". The patient saw her implant doctor on (B)(6) 2014 and he said it cannot be nerve damage. It was reported the doctors had looked for a fracture in her left leg and a blood clot, but both came back negative. It was noted the doctors cannot seem to agree about what could be causing the pain. The patient was going for an electromyogram (emg) consult on (B)(6) 2014. On the date of this report the patient had pain in her left leg from the bottom of her thigh to the groin and the patient was ¿not feeling any better¿ since her implant on (B)(6) 2014. The pain was described as ¿shooting pain that goes up her leg to the groin area¿ and the patient had numbness and ¿swelling all the way up her leg to her butt on the left side¿. The pump was being used to deliver morphine. Additional information later reported the patient still had concerns regarding their device or therapy but was working with the hcp. The patient had appointments scheduled for (B)(6). Per the patient a nerve in the patient¿s left leg was somehow injured during the process of implanting the pain therapy device. Per the patient it was being addressed that the patient was still experiencing pain and numbness, in left leg awake and loss of feeling in left foot.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).